Event description:
Event description boston scientific received information that the patient with this pacemaker had a syncopal episode and was hospitalized. The last pacemaker check was in november 2004. Impedances have been around 170 ohms. Outputs were 2.8v with intermittent loss of capture. Several threshold tests were performed and the pacemaker was reprogrammed to 5.0v with no loss of capture.